Event description:
After using acuvue oasis contacts my whole life and never having any issues with them, I received a pack of these contacts with what appeared to be different packaging. With these same prescription contacts that came in the new packaging, my eyes have been red, itchy, bloodshot, and feeling like I have abrasions on them after each use. Eyesight.